Event description:
It was reported that during an unknown procedure only one row of the staples came out and formed after firing. The rest of the staples were missing. The surgeon changed hand sewing to complete the procedure. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Additional information: on what tissue type was the device used? Bronchus. On which firing(s) did this event occur? 1st. Where in the green zone was the device fired? Unk. Was buttressing material utilized? If so, which product? Yes. Were any difficulties encountered when closing on the tissue? No. Was the tissue pin in place prior to firing? Yes. Was the instrument fired across or near an existing staple line or clip? No existing staple line. Was another stapling device used during this surgical procedure? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. Was proximal and distal control maintained on the tissue during the firing sequence? Yes. Was the staple line inspected for integrity prior to transecting the tissue? Yes. What were the quality and/or thickness of the tissue in the area where the device was fired? Regular. Was a leak test completed? No. Just by visual. Is a pathology specimen and/or report available? No. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Yes. Was the firing to close a side by side anastomosis? No. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? Lung cancer. Was there a recent conversion to ees devices in this account or with this surgeon? No. Is a pathology specimen available? No. The analysis results showed that the device arrived in good visual condition and without a reload present. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.